Event description:
As per the new information, product lot number was updated to unknown.

Manufacturer narrative:
As per the new information, product lot number was updated to unknown. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that cutter did not actuate nor aspirate during vitrectomy calibration. The surgery was completed after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).